Manufacturer narrative:
Article citation: joyoung bae, byung-joon jeon, goo-hyun mun, sa ik bang, jai kyong pyon kyeong-tae lee "predictors for implant rupture in two-stage tissue expander-based breast reconstrcution: a retrospective cohort study" department of plastic surgery, samsung medical center, sungkyunkwan university school of medicine, seoul,korea, society of surgical oncology, 27-august-2021, (B)(4). Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Through journal article "predictors for implant rupture in two-stage tissue expander-based breast reconstruction: a retrospective cohort study", it was reported that patients reported rupture for an unspecified sides with style 40 silicone gel filled implant devices. The devices have been explanted.